Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. After the most recent occlusion alarm, the customer's blood glucose (bg) level was 331 mg/dl. The customer was to change the supplies on the pump and deliver a correction bolus to address the high bg level. The customer declined tandem technical supports offer to troubleshoot to determine a possible cause of the occlusion. Reportedly, the customer had been using apidra insulin in the cartridge.